Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lots of uncontrolled severe and persistent back pain (dull, strong ache, severe persistent)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, delivery in 2008, delivery on (B)(6) 2011, excessive vomiting in pregnancy and peripherally inserted central catheterisation. Previously administered products included for an unreported indication: mirena from 2008 to 2010. Concurrent conditions included menorrhagia, pelvic pain and foreign body in uterus, any part. Concomitant products included oxycocet (percocet). In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal infection ("I experienced constant vaginal infections"). In (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pain ("whole body ache"). On an unknown date, the patient experienced allergy to metals ("hypersensitivity reaction to nickel") with rash, bacterial vaginosis ("constant vaginal infections/bacterial vaginosis (bv)"), vulvovaginal mycotic infection ("yeast infections"), alopecia ("hair loss"), headache ("constant headaches"), dental caries ("dental decay"), fibromyalgia ("fibromyalgia") with myalgia, mental disorder ("aggravated my psychiatric/psychiatric condition"), hypovitaminosis ("vitamin deficiency (body); 6 months after implant"), arthralgia ("all joints pain"), myalgia ("muscle aches") and foreign body in reproductive tract ("foreign body of the uterus"). The patient was treated with surgery (hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, bacterial vaginosis, alopecia, headache and vaginal infection had resolved, the allergy to metals, dental caries, fibromyalgia, mental disorder, hypovitaminosis, myalgia and foreign body in reproductive tract outcome was unknown and the vulvovaginal mycotic infection, pain and arthralgia had not resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, dental caries, fibromyalgia, foreign body in reproductive tract, headache, hypovitaminosis, mental disorder, myalgia, pain, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: she was not allergic to nickel. The plaintiff first received treatment for back pain approximately in 2016. She did not treat the events uncontrolled severe and persistent back pain, dental decay, and muscle aches. The plaintiff considered the events related to essure after it was removed and the symptoms subsided; after essure was removed, symptoms that she had experienced diminished, including constant vaginal infections; bacterial vaginosis; yeast infections; hair loss; constant headaches; and severe and persistent back pain. She also stated that essure aggravated her psychiatric and/or psychological conditions. She also reported that she had no complications from essure removal procedure. Discrepancy noted for foreign body of the uterus, as per findings - no evidence of perforation or migration of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: no results provided. Most recent follow-up information incorporated above includes: on 10-jul-2018: medical record received. Reporter added. Event added from mr: foreign body of the uterus. Concomitant conditions were added. No other new significant information was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lots of uncontrolled severe and persistent back pain (dull, strong ache, severe persistent)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, delivery in 2008, delivery on (B)(6) 2011, excessive vomiting in pregnancy and peripherally inserted central catheterisation. Previously administered products included for an unreported indication: mirena from 2008 to 2010. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal infection ("I experienced constant vaginal infections"). In (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pain ("whole body ache"). On an unknown date, the patient experienced allergy to metals ("hypersensitivity reaction to nickel") with rash, bacterial vaginosis ("constant vaginal infections/bacterial vaginosis (bv)"), fungal infection ("yeast infections"), alopecia ("hair loss"), headache ("constant headaches"), dental caries ("dental decay"), fibromyalgia ("fibromyalgia") with myalgia, mental disorder ("aggravated my psychiatric/psychiatric condition"), hypovitaminosis ("vitamin deficiency (body); 6 months after implant"), arthralgia ("all joints pain") and myalgia ("muscle aches"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, bacterial vaginosis, alopecia, headache and vaginal infection had resolved, the allergy to metals, dental caries, fibromyalgia, mental disorder, hypovitaminosis and myalgia outcome was unknown and the fungal infection, pain and arthralgia had not resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, dental caries, fibromyalgia, fungal infection, headache, hypovitaminosis, mental disorder, myalgia, pain and vaginal infection to be related to essure. The reporter commented: she was not allergic to nickel. The plaintiff first received treatment for back pain approximately in 2016. She did not treat the events uncontrolled severe and persistent back pain, dental decay, and muscle aches. The plaintiff considered the events related to essure after it was removed and the symptoms subsided; after essure was removed, symptoms that she had experienced diminished, including constant vaginal infections; bacterial vaginosis; yeast infections; hair loss; constant headaches; and severe and persistent back pain. She also stated taht essure aggravated her psychiatric and/or psychological conditions. She also reported that she had no complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2011: no results provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal infection & muscle pain are added. Outcome of events updated. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of back pain ("lots of uncontrolled severe and persistent back pain (dull, strong ache, severe persistent)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, delivery in 2008, delivery on (B)(6) 2011, excessive vomiting in pregnancy and peripherally inserted central catheterisation. Previously administered products included for an unreported indication: mirena from 2008 to 2010. Concurrent conditions included menorrhagia, pelvic pain and foreign body in uterus, any part. Concomitant products included oxycocet (percocet). In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal infection ("I experienced constant vaginal infections"). In (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced pain ("whole body ache"). On an unknown date, the patient experienced allergy to metals ("hypersensitivity reaction to nickel") with rash, bacterial vaginosis ("constant vaginal infections/bacterial vaginosis (bv)"), vulvovaginal mycotic infection ("yeast infections"), alopecia ("hair loss"), headache ("constant headaches"), dental caries ("dental decay"), fibromyalgia ("fibromyalgia") with myalgia, mental disorder ("aggravated my psychiatric/psychiatric condition"), hypovitaminosis ("vitamin deficiency (body); 6 months after implant"), arthralgia ("all joints pain"), myalgia ("muscle aches") and foreign body in reproductive tract ("foreign body of the uterus"). The patient was treated with surgery (hysterectomy,bilateral salpingectomy). Essure was removed on 11-mar-2016. At the time of the report, the back pain, bacterial vaginosis, alopecia, headache and vaginal infection had resolved, the allergy to metals, dental caries, fibromyalgia, mental disorder, hypovitaminosis, myalgia and foreign body in reproductive tract outcome was unknown and the vulvovaginal mycotic infection, pain and arthralgia had not resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, dental caries, fibromyalgia, foreign body in reproductive tract, headache, hypovitaminosis, mental disorder, myalgia, pain, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: she was not allergic to nickel. The plaintiff first received treatment for back pain approximately in 2016. She did not treat the events uncontrolled severe and persistent back pain, dental decay, and muscle aches. The plaintiff considered the events related to essure after it was removed and the symptoms subsided; after essure was removed, symptoms that she had experienced diminished, including constant vaginal infections; bacterial vaginosis; yeast infections; hair loss; constant headaches; and severe and persistent back pain. She also stated taht essure aggravated her psychiatric and/or psychological conditions. She also reported that she had no complications from essure removal procedure. Discrepancy noted for foreign body of the uterus, as per findings - no evidence of perforation or migration of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2011: no results provided quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lots of uncontrolled severe and persistent back pain (dull, strong ache, severe persistent)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2011, delivery in 2008, gravida ii, parity 2, excessive vomiting in pregnancy and peripherally inserted central catheterisation. Previously administered products included for an unreported indication: mirena from 2008 to 2010. Concurrent conditions included menorrhagia, pelvic pain and foreign body in uterus, any part. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal infection ("I experienced constant vaginal infections"). In july 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pain ("whole body ache"). On an unknown date, the patient experienced allergy to metals ("hypersensitivity reaction to nickel") with rash, bacterial vaginosis ("constant vaginal infections/bacterial vaginosis (bv)"), vulvovaginal mycotic infection ("yeast infections"), alopecia ("hair loss"), headache ("constant headaches"), dental caries ("dental decay"), fibromyalgia ("fibromyalgia") with myalgia, mental disorder ("aggravated my psychiatric/psychiatric condition"), hypovitaminosis ("vitamin deficiency (body); 6 months after implant"), arthralgia ("all joints pain"), myalgia ("muscle aches"), foreign body in reproductive tract ("foreign body of the uterus") and night sweats ("night sweats"). The patient was treated with surgery (hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, bacterial vaginosis, alopecia, headache and vaginal infection had resolved, the allergy to metals, dental caries, fibromyalgia, mental disorder, hypovitaminosis, myalgia, foreign body in reproductive tract and night sweats outcome was unknown and the vulvovaginal mycotic infection, pain and arthralgia had not resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, dental caries, fibromyalgia, foreign body in reproductive tract, headache, hypovitaminosis, mental disorder, myalgia, night sweats, pain, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: she was not allergic to nickel. The plaintiff first received treatment for back pain approximately in 2016. She did not treat the events uncontrolled severe and persistent back pain, dental decay, and muscle aches. The plaintiff considered the events related to essure after it was removed and the symptoms subsided; after essure was removed, symptoms that she had experienced diminished, including constant vaginal infections; bacterial vaginosis; yeast infections; hair loss; constant headaches; and severe and persistent back pain. She also stated that essure aggravated her psychiatric and/or psychological conditions. She also reported that she had no complications from essure removal procedure. Discrepancy noted for foreign body of the uterus, as per findings - no evidence of perforation or migration of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: no results provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Event night sweats added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lots of uncontrolled severe and persistent back pain (dull, strong ache, severe persistent)") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, delivery in 2008, delivery on (B)(6) 2011, excessive vomiting in pregnancy and peripherally inserted central catheterisation. Previously administered products included for an unreported indication: mirena from 2008 to 2010. In (B)(6) 2011, the patient had essure inserted. (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pain ("whole body ache"). On an unknown date, the patient experienced allergy to metals ("hypersensitivity reaction to nickel") with rash, bacterial vaginosis ("constant vaginal infections/bacterial vaginosis (bv)"), fungal infection ("yeast infections"), alopecia ("hair loss"), headache ("constant headaches"), dental caries ("dental decay"), fibromyalgia ("fibromyalgia") with myalgia, mental disorder ("aggravated my psychiatric/psychiatric condition"), hypovitaminosis ("vitamin deficiency") and arthralgia ("all joints pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, bacterial vaginosis, fungal infection, alopecia and headache was resolving, the allergy to metals, dental caries, fibromyalgia, mental disorder and hypovitaminosis outcome was unknown and the pain and arthralgia had not resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, dental caries, fibromyalgia, fungal infection, headache, hypovitaminosis, mental disorder and pain to be related to essure. The reporter commented: she was not allergic to nickel. The plaintiff first received treatment for back pain approximately in 2016. She did not treat the events uncontrolled severe and persistent back pain, dental decay, and muscle aches. The plaintiff considered the events related to essure after it was removed and the symptoms subsided; after essure was removed, symptoms that she had experienced diminished, including constant vaginal infections; bacterial vaginosis; yeast infections; hair loss; constant headaches; and severe and persistent back pain. She also stated taht essure aggravated her psychiatric and/or psychological conditions. She also reported that she had no complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: no results provided most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet was received. The event ¿severe and permanent injuries¿ was clarified to be constant vaginal infections, bacterial vaginosis (bv), yeast infections, hair loss, constant headaches, dental decay, lots of uncontrolled severe and persistent back pain (dull, strong ache, severe persistent), aggravated my psychiatric/psychiatric condition, muscle aches fibromyalgia - I have all the symptoms of fibromyalgia, whole body ache, hypersensitivity reaction to nickel, rashes (all over chest, feet) and vitamin deficiency. In addition, essure removal procedure and medical history were provided. Case considered incident. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.